Event description:
The customer reported via the sales rep that a box that should have contained a #4 cr right femur actually contained a #4 tibia, product code (B)(4) lot code sxf3h. It is further reported that another unit was available to complete the surgery with a delay of 5-10 minutes. It is further reported that there was no adverse consequence.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.